Event description:
A note on the outside of a biohazard bag containing used product stated that "while administering tpn, air in line alert sounded, tubing ruptured, and spilled tpn on floor". No additional information is available from the reporter. There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. A follow up report will be submitted with evaluation results should the device be received.